Event description:
Boston scientific received information that this lead was explanted due to an infection. Dr. (B)(6) hospital: (B)(6) implanted -2003 removed from service (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).